Event description:
An engineering individual met with the patient on (B)(6) 2024, the tel-m application was able to successfully connect to the ins via tm91. The logs and reports gathered. The patient's ins was able to be reset using the tel-m ins reset command. After the reset, the a71200 and a72200 applications were able to successfully communicate with the patient's ins, and the patient's stimulation settings were confirmed. Details of the product event combined with successful tel-m reset of the device confirmed that this vanta ins is performing similar to the other ins¿s.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the software version on their clinician tablets was 1.0.828, and they do not know what the software version was for the other tablets that attempted to interrogate the device. The cause has been escalated to the engineering team and they believe it could be caused by a field corrective action from 2022. An engineer is to fly out on (B)(6) 2024 to complete the action necessary to resolve the connection issue with the ins and at that point the issue is believed to be resolved by the engineering team.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). The rep reported they are with the patient in the clinic and attempting to connect their clinician tablet today with the patient's ins. Rep states when trying to connect, they are getting a message stating "cannot find device". Rep states the patient is able to connect their handset to the ins, and that they have tried resetting and turning off/on their clinician tablet communicator, but this did not resolve the issue. Technical services (ts) advised rep to restart the tablet, as well as opening up the patient data services (pds) app, but this did not resolve the issue. Ts confirmed the communicator was right over the ins. Rep stated the lights on the communicator show a green light and an amber flashing light between the communicator and the ins. Ts advised rep to connect to the handset, which they were able to do normally. Ts advised rep to try a spare communicator and tablet and they were still unable to resolve the issue, although the rep stated they were able to interrogate a ins earlier today. Ts advised rep to try using just one different piece of equipment (communicator or tablet), which rep plans to do. Rep attempted shutting down and resetting both communicator and tablet, attempted re-connecting communicator to tablet, made sure app was updated in tablet, and tried repositioning communicator with no solution. On (B)(6) 2024 rep attempted to interrogate patient¿s ins on 7/10. Rep was unable to connect to ins using both of their clinician tablets. Rep attempted trying in different rooms, moving the patient programmer to a different room, exchanging tablets/communicators, and had no success. Patient was still able to connect using their patient programmer at this time. On (B)(6) 2024 rep called back to report that one of their colleagues was meeting with the patient and trying to connect to the ins with their clinician tablet and they were also not able to interrogate it. Rep stated they think the ins might be too deep. Ts plans to follow-up with rep on any recommendations for this issue. The rep reported the clinical programmer was able to connect and communicate with the ins upon implant.